Event description:
Surgical team opened a package of five lap sponges and the scrub person found a hair in the middle of the sponges. Items removed from the area and the scrub person changed their gloves. The sterile table was not compromised.